Manufacturer narrative:
Concomitant products: model: 5076-52, lead; implanted: (B)(6) 2007. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the criteria for rv lead integrity alert were met, and that the impedance trend of the rv pacing lead was rising.

Event description:
It was reported that the patients right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), oversensing noise and variable impedance levels. A lead fracture is suspected. The lead was reprogrammed and eventually extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.